Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose reading was 50 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring, broken battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.